Event description:
Reporter alleged obtaining discrepant blood glucose of hi (greater than 600 mg/dl) back to back with a result of 130 mg/dl when testing was performed less than 10 minutes apart on the compact system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.